Event description:
Prior to the procedure during preparation, the physician noted that a coating was flaking at the middle section of the guidewire. The device was not used. The procedure was completed using another of the same guidewire. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled between 113.0cm and 117.0cm from its proximal end and the guidewire distal end was kinked. The ptef coating was peeled on one side of the guidewire. From the condition of the peeled area, it appears that the ptfe peeling had been scraped off of the wire. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The coating damage on the proximal end of the device may have been caused by dragging the wire with a large side load along some hard plastic edge. However, a definitive root cause for the damage cannot be determined. Therefore, a root cause of undeterminable has been assigned to the reported event.

Event description:
Prior to the procedure during preparation the physician noted that a coating was flaking at the middle section of the guidewire. The device was not used. The procedure was completed using another of the same guidewire. There were no reported clinical consequences to the patient who was reportedly in a good condition.